Event description:
It was reported that during a laparoscopic gastric bypass procedure directly the gen11 generator gave the error ¿relax pressure on blade¿. They re-assembled the harmonic ace on the handpiece but it didn¿t function anymore. Handpiece was changed, but gave them same error code after starting up. Another ace was opened .no known adverse event to patient.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The device was tested with the generator and displayed the ¿tighten assembly¿ screen. The device was then disassembled to inspect the condition of the internal components and it was noted that the retention pin had the insulation damaged. The device blade and hand activations buttons were tested and no anomalies were noted with their functionality. It is possible that the damaged to the retention pin happened during the assembly process.